Manufacturer narrative:
Reported event is confirmed. Customer event ¿insufficient heatseal¿ was confirmed based on photographic evidence and device evaluation. Two 0036280 returned unopened in original packaging. The lot number of the device ¿ 202002215 was verified. A visual inspection found a hole in the packaging of one device. The packaging of the second device was lifting creating a gap in the seal. A functional test was performed on the device without an obvious breach which indicated an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety. Note:

Event description:
During incoming inspection, the distributor rejected this device, 0036280, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.